Event description:
It was reported a filter did not appear to open completely following deployment. Manipulation of the filter with a snare resulted in a complete opening. The pt's condition is good. Co was just informed of this case, which occurred 4 yrs ago. No further details are available regarding the circumstances of this event. This device remains implanted. Therefore, no failure analysis will be available. It was indicated continual flushing of the carrier system during the implant procedure was not performed which co believes may h ave contributed to this event.